Event description:
Philips received a complaint by the customer on the v60 indicating that the unit shut down when settings were being changed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit shut down while performing changes to settings. The customer performed a troubleshoot and noticed error code 1101 (ventilator restarted due to anomalies detected during operation) in the significant logs as well as error code 3007 (software exception). Per service manual, when error code 1101 and 3007 occur together in conjunction, no action is required. Error code 1101 and 3007 occurred together in conjunction which requires no action. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.